Event description:
A malfunction was reported by the customer, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to reload the cartridge independently and to contact support if the issue reappears.